Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported via the sales rep that the centralizer was missing from the pack. The sales rep further reported that the procedure was completed using another unit.